Event description:
It was reported that the customer was hospitalized. Caller stated that the hospitalization was diabetes related. No more information was provided at the time of the call.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.